Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2019 due to diabetes ketoacidosis and hyperglycemia. The customer's blood glucose value was 496 mg/dl. Customer was treated with insulin drip. Customer reported insulin pump was not delivering enough insulin, as per customer every time she use insulin pump her blood glucose was getting high, currently she was admitted to hospital due to diabetes ketoacidosis and had positive results in ketones test. Customer experienced vomiting, nausea. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature active and automatically adjusting insulin at time of high blood glucose event. Only the insulin pump will be returned for analysis. Reservoir will not be returned for analysis.